Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, a versacross connect was selected for use. There was no pericardial effusion noted before the procedure. The patient had a successful implantation of watchman flx pro, completed with one recapture. The device was deployed within 2 deployments and an effusion sweep was performed post procedure, and it was clear. About 2 hours after the procedure, the patient developed a pericardial effusion in holding and was brought to catheterization laboratory for a pericardiocentesis. A hypotension was also reported. The effusion was noted at the right ventricular (rv) and about 200ml was drained for the pericardium and medication was provided. The patient was admitted to intensive care and later discharged. The device is not expected to be returned for analysis (disposed). Both intracardiac echocardiography (ice) and transesophageal echocardiogram (tee) imaging modalities were used. No malfunction was reported nor contribution from versacross device was mentioned by the physician. Activated clotting time (act) was therapeutic during the procedure. The patient was not under warfarin nor antiplatelet drugs during that time.